Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
An (B)(6) male was fitted with a 826638 microsensor with skull bolt and the monitor readings were normal until the patient was rolled 50-60 feet to the recovery room. Then the monitor started showing negative readings until no numbers showed at all. The surgeon replaced the sensor and monitor to one manufactured by integra.

Manufacturer narrative:
(B)(4). Additional information: the device was returned and evaluated by the supplier. A review of quality records found that the device met all manufacturing and quality testing/inspection specifications prior to distribution. Evaluation of the returned device found no visible damage to the sensor or connector. There was suture and tape attached to the catheter material, 2 cm and 5 cm from the tip of the case with minor indentations. The device passed electronic, noise, linearity/hysteresis, and signal drift tests. Based on their evaluation, the supplier was unable to confirm the reported issue. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.